Event description:
Infant in isolette set at 26 degrees celsius. Isolette was unplugged for transfer of infant and unit reset to 35 degrees celsius when plugged back in. Infant noted to be tachypneic and tachycardic with axillary temperature of 38.5. Staff unaware of automatic reset to 35 degrees when there is loss of power or unit is unplugged. The unit will store the set temperature for a 15 minute period before default to 35 degrees celsius. There was no harm to patient.